Event description:
Olympia EU clinical study. During coronary artery drug eluting stenting treatment procedure, a balloon withdrawal resistance event occurred. Initial index procedure treated 1 lesion in mid and distal lad, denovo, 3.0mm in diameter, 80% stenosis, 15mm in length, no calcification, mild proximal tortuosity, no thrombus, pre and post dilation was performed. The lesion was treated by overlapping a 3.0 x 20 mm and 2.75 x 12mm taxus express2 stents. The balloon resistance occurred with the 3.0 x 20mm taxus express2 stent. According to investigator comment in database, event outcome was resolved with predilation. Pt was discharged the following day with prescribed medications of asa and plavix.